Manufacturer narrative:
Citation: frittitta et al. Late third transcatheter aortic valve replacement for treatment of persistent paravalvular regurgitation. J am coll cardiol case rep. 2024 apr, 29 (7) 102259. Doi.org/10.1016/j.jaccas.2024.102259. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 73-year-old female patient who ten years prior underwent implant of a medtronic 31-mm corevalve bioprosthetic valve for treatment of severe aortic stenosis. Following this procedure residual severe paravalvular leak (pvl) persisted resulting in progressive dyspnea. One year later, the patient underwent a valve-in-valve (viv) implant of a second medtronic 31-mm corevalve bioprosthetic valve in a higher position which reduced the pvl from severe to moderate. More recently the patient presented with new-onset dyspnea. A transthoracic echocardiogram (tte) and computed tomography angiography (cta) confirmed high transvalvular gradients and severe pvl at the location of an annular calcification nodule. Subsequently the patient underwent implant of a non-medtronic transcatheter bioprosthetic valve reducing the pvl from severe to less-than-moderate and reduced the transvalvular gradients. A small annular pseudoaneurysm was identified; however, after two hours of monitoring the patient remained asymptomatic and hemodynamically stable. At seven days post-procedure the pseudoaneurysm was completely sealed. The patient was discharged at 10 days post-procedure. No further information was provided pertaining to medtronic products.